Event description:
New information received notes that during a routine follow-up, several post-paced t-wave oversensing episodes were observed again. Device was reprogrammed. Patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Programming changes were made.